Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; however, a photograph of the device was received. Evaluation of the photograph revealed that the set was leaking, but the photograph was not clear enough to determine the origin of the leak. The cause of the condition was not determined. A retained sample was also evaluated. The retained sample was visually inspected and gravity tested with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration blood pump set leaked from its injection port. This occurred after the device had been used to administer an unspecified intravenous (IV) medication for a blood transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental eport will be submitted.